Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks after the implant date. D6b: explant date: four weeks after the implant date.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. Additional information was received that all components were explanted due to an infection that was developed. The patient was given an antibiotic. The explanted devices will not be returned per hospital policy and the patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.